Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: investigation summary: customer returned two syringes with no pouch for identification. Both syringes feature 0.5ml graduation markings. The first syringe featured its needle shield and hub having separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. The remaining syringe was returned fully intact. A needle shield pull force test was performed on each of these syringes. The needle shield required 3.62 lbs of force to be removed. Removing the needle shields found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrels could not be confirmed for this sample. Due to the batch being unknown, no DHR review can be completed. Based on the samples received the investigation concluded that bd was able to confirm the reported needle hub separation in one of the two returned samples. Manufacturing ((B)(4)) will be notified of this issue. 30mar2021, (B)(4) received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. The shield was attached to the hub/cannula unit therefore no examination could be completed for damage or excessive adhesive to cause the shield to be difficult to remove. Manufacturing evaluation: a review of the syringe assembly line was not completed as batch was unknown. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) has been opened to address this issue.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328466, batch no: 9336987. Consumer reported, needle shields are difficult to remove stated, when he removed the needle shield, needle hub separated stated, using product since 1986 and may have 1 or 2 over the years with those issues but now he had 3 syringes in this box with issues. Date of event: unknown.